Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was both heavily calcified and tortuous. The lesion was pre-dilated with 3.5 x 12 non-compliant (nc) balloon. Post deployment of a xience alpine stent, a distal edge dissection was observed. Another drug-eluting stent was used as treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
B5: additional information received. D4: lot#, catalog#, UDI# and expiration date. H4: device mfg date.

Event description:
Additional information received, which indicates that the stent that caused the dissection was a 3.5 x 18 mm xience alpine stent.